Event description:
After undergoing breast implant surgery, I began having severe digestive problems, ulcerative colitis, sibo disease and ibs. After 10 years of dealing with this on top of acquiring autoimmune disorders such as lupus, chronic fatigue syndrome, reynaud's syndrome, depression, and anxiety; bilateral kidney infections, urinary tract infections, and kidney stones. My health prior to receiving silicone breast implants was phenomenal. I was athletic, felt great and rarely ever even had a cold. After receiving them, I was constantly ill and in and out of dr's appts. I've had to curtail my work schedule and my life has been severely disrupted. I finally linked the two and with the support of thousands of other women going through the same symptoms and illness, decided to have the implants removed. I had an en-bloc explant surgery (B)(6) 2019. My life is finally improving. The FDA should have neer allowed silicone of any kind to be placed in the human body. It is toxic, hazardous waste and lethal. A healthy human would not undergo receiving chemotherapy, yet with years of leaking silicone. It is virtually the same thing. I've lost 10 years of my life and thousands of dollars. (B)(6) just in breast surgeries. I'm not alone and we are all sharing our horrible stories with the rest of the world. Get rid of these deadly tit bags, please. Chronic pain, mouth ulcers. I will gladly send all of my medical records. FDA safety report ID# (B)(4).